Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. The customer stated the readings would be off by 250 points. The customer stated their blood glucose was 45 mg/dl in one event. The customer treated their blood glucose with juice. Customer also reported their blood glucose would be 369 mg/dl and their sensor glucose would read 116 mg/dl. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.